Manufacturer narrative:
(B)(6). (B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink continu-flo solution set would not prime. This was identified during priming. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The actual sample was received for evaluation. Visual inspection was performed using the naked eye did not identify any abnormalities that could have contributed to the reported condition. Functional testing was performed, including pressure and clear passage under water testing, and the tubing was observed blocked inside the drip chamber. The reported problem was verified. The cause of the condition was due to excess solvent on the joint which was due to the incorrect assembly of components during manual assembly. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.